Event description:
While helping to prepare a patient with an lvad for travel to gi suite, while connecting the controller's white power cable to the lithium ion battery, a "connect power" message appeared in the display window of the system controller as well as a yellow light was illuminated indicating the white power cable was not connected. Although it appeared physically connected. I first replaced the battery clip and when the while cable was manipulated again the same message appeared. Briefly. I felt this was unsafe for the patient, so I proceeded to replace the controller without incident. The new controller. It will be sent back to the manufacturer for investigation.